Event description:
It was reported that when the device was used during a lobectomy, the device did not lay the staples correctly once fired. A new device was used to complete the case. There was no consequence to the patient.